Manufacturer narrative:
Ps345607. The complaint rd900 neopuff infant resuscitator is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in qatar reported via a fisher & paykel healthcare (f&p) field representative that the pressure relief valve of a rd900 neopuff infant resuscitator was found to be faulty during device set-up. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the rd900 neopuff infant resuscitator was not returned to the fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: the customer reported that a rd900 neopuff infant resuscitator valve was faulty and that the pressure could not be regulated. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to an infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A distributor in qatar reported via a fisher & paykel healthcare (f&p) field representative that the pressure relief valve of a rd900 neopuff infant resuscitator was found to be faulty during device set-up. There was no patient involvement.